Event description:
The customer reported erroneously elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one patient, involving the access 2 immunoassay system. The erroneous result was released out of the laboratory and questioned by the physician as the value did not correlate with the patient's clinical presentation. The customer reanalyzed the sample on the same instrument and recovered a lower result within the normal reference range. A new sample was collected from the patient two hours after, analyzed on an alternate instrument, and produced a lower result, within the normal reference range. There was no patient injury or change in patient treatment associated with this event. The patient's samples were collected in 3 ml becton dickinson lithium heparin tubes with no serum separator and centrifuged between 3,000-5,000 rpm (rotations per minute) for five minutes. The samples were normal in appearance. No quality control (qc) issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted a loud noise coming from the vacuum pump. When the fse attempted to back-flush the vacuum pump, liquid escaped from the pump. The fse replaced the vacuum pump and peristaltic pump tubing. The fse performed high sensitivity inc52 and high sensitivity lwson tests which failed on the hsson portion. The fse replaced the aspirate probes and retested the hsson portion which passed within the acceptable range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the erroneous ck-mb result was the vacuum pump.